Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow-up, high capture thresholds and low sensing amplitudes were observed. The lead was found to be dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was well post-procedure and will continue with routine follow up.